Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during preventive maintenance, the display was found to be damaged. The display has little pieces of glass falling from the device. There was no impact and no patient involvement.